Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the infection due to a shunt was suspected because the patient is on dialysis, but the source of the infection could not be determined.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra], product ID [mc2avr1-delsys], (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ten days post implant the patient experienced an infection. The organism was identified as septicemia. The patient developed a fever and was medicated with antibacterial drugs that were effective. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.